Event description:
The customer alleged problems with correct settings for extremities, causing pictures with a lack of contrast.

Manufacturer narrative:
The field service engineer (fse) troubleshot the system and the investigation found that the system worked as specified. The customer did not perform the detector calibration, as required, thus most likely a use error happened. A calibration of the detector was performed as described in the IFU and the customer is satisfied with the system now, it works as designed no further action required. (B)(4).